Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's air detection sensor test failed to respond and displayed the message that cannot start pump with air in-line. The event occurred during device testing.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. The customer issue of air detection sensor was confirmed through the air detector test. The air detector was replaced. The uso/dso sensor calibration plus the performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.